Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008.

Event description:
It was reported that there was noise on the right atrial (ra) lead and the right ventricular (rv) lead had high impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.